Manufacturer narrative:
Findings: unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and the excessive no delivery test. No excessive no delivery alarm noted. The low reservoir alarm functions properly.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer's mother reported via phone call indicating that the customer experienced high blood glucose of 401 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer was assisted with trouble shooting and the insulin pump passed the test functions. However, the parent did not feel comfortable with the insulin pump and returned the device for analysis.